Manufacturer narrative:
The events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and wound dehiscence.

Event description:
Healthcare professional reported infection and wound dehiscence against left device. The device has been explanted.

Event description:
Healthcare professional reported "infection" and "wound dehiscence" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.